Event description:
Male who was self medicating with his morning insulin. While injecting, the needle broke off into his lower abdomen. He presented in the emergency room for removal of the broken needle. A surgeon was called in and the needle was removed under fluoroscopy.